Event description:
Pt complained of allergic reaction, pain in right breast, pain in chest wall, osteochandritis, hepatitis, epstein barr virus antibodies, itching throat, chronic fatigue syndrome, fibromyalgia, pain in joints and muscle, sweats/chills, fever, headaches, sore throats, shortness of breath, memory loss, loss of concentration, sleeping problems, autoimmune disease, numbness/tingling, hair loss, hands and eye inflammation and panic attacks. Event date: 6/18/86.